Manufacturer narrative:
General information: we did receive the cable (ga176) as well as the handpiece (gd450m, see table 1) in a decontaminated condition for investigation. The investigation will be executed by the aesculap technical service (ats) and is still ongoing. Therefore, this report will be updated as soon as the results are available. Consequences for the patient: according to the provided information, there were no consequences for the patient. Investigation: the investigation is still ongoing. Batch history review: the traceability of articles with batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause: based on our experience, the failure is most probably not product related. On the basis of the current knowledge, we suspect an usage related failure (e.g. Overload situation). However, the investigation is still ongoing and the report will be updated as soon as the results are available. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Event description:
It was reported that there was an issue with micro flexible cable. Following information was reported: the head and the hand piece were getting hot during the surgery. It was also making an unusual noise. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2019-00946 ((B)(4) gd450m).